Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that separation occurred with blood tubing on the medical progressive care unit. The tubing separated right above the upper figment while transporting a patient. The tubing was not saved the clinician cannot recall the event date.